Event description:
Reported via journal article. It was reported a peri-device leak (pdl) occurred. A retrospective study analyzed 402 patients who underwent left atrial appendage occlusion (laao) at a single tertiary center between february 2019 and september 2022, comparing outcomes between two imaging modalities: 3d intracardiac echocardiography (ice, 128 patients) and transesophageal echocardiography (tee, 274 patients). Patients had a mean age of 77 years, 53% were male, and the average left ventricular ejection fraction was 54%. Devices used included watchman 2.5, watchman flx, amulet, and lariat. Acute procedural success exceeded 99% in both groups. At six weeks, 5.0% of patients with 3d ice and 6.25% with tee had pdls >/=5mm, with the watchman flx being linked to fewer leaks overall. The study found that 3d ice allowed for moderate sedation and reduced physician resource time (90 minutes vs. 168 minutes with tee), leading to more efficient procedures. The watchman devices demonstrated high procedural success rates, and the watchman flx, with its improved sealing capabilities, provided better long-term outcomes in terms of leak reduction. In conclusion, 3d ice and the watchman flx device together offer a highly effective, efficient, and potentially safer alternative to tee for laao procedures.

Manufacturer narrative:
B3 date of event: estimated as 06/03/2025 as the online published date for the article is noted as june 3, 2025. D4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: comparison of left atrial appendage occlusion using transesophageal echocardiography vs 3-dimensional intracardiac echocardiography: insights from a single-center ncdr registry; badin, auroa et al. Heart rhythm, volume 22, issue 10, e1037 - e1039. Doi: 10.1016/j.hrthm.2025.05.069.